Event description:
A nurse from the user facility reports a scratch was seen no the intraocular lens (iol) following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. The nurse reports the iol did not cause or contribute to a serious patient injury.